Manufacturer narrative:
The event of "lupus" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lupus.

Event description:
Patient reported "really bad symptoms", "skin cancer", "pain", "it started my lupus off" and "feeling very unwell". This record is for the right side. Device remains implanted.